Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer¿s blood glucose reached 207 mg/dl. Customer declined troubleshooting with tandem technical support; continued using the existing cartridge for insulin therapy.